Event description:
During the evaluation of a returned spectrum infusion pump, it was discovered that the device failed to detect an upstream occlusion. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). Evaluation was unable to reproduce the undetected occlusion. The unit passed additional upstream occlusion testing. The cause was undetermined. If any additional information is received, a follow up will be sent.